Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultralink meter was prompting an "error 1" message. Per the one touch ultralink owner's booklet, this message appears when there is problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged error message began to appear on (B) (6), 2010 at 5:10 am. The pt claimed, that morning she woke up feeling shaky, sweaty, and irritable; symptoms she associated with a low glucose. In response to the symptoms, she attempted to test her blood glucose; however, was unable to obtain a reading as a result of the alleged issue. Despite not being able to test, the pt reported that she immediately treated self with candy in response to the symptoms. The alleged error message remained unresolved at the time of troubleshooting. Although, the pt developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The pt was symptomatic prior to when the alleged error message began to appear. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because, the alleged issue remained unresolved.